Manufacturer narrative:
The picture was reviewed, and no root cause can be determined. However, it was reported that the device is available for analysis. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the vizigo¿ sheath was reported as ¿wet out of the packaging¿. When the vizigo¿ sheath was replaced, the issue was resolved. No adverse patient consequence was reported. Additional information was received. It was reported that the catheter was delivered wet. There was no physical damage to the outer box or packaging. The device was secured properly in the tray. There was no damage to the device due to any part of the packaging being damaged.

Manufacturer narrative:
G1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the vizigo¿ sheath was reported as ¿wet out of the packaging¿. When the vizigo¿ sheath was replaced, the issue was resolved. No adverse patient consequence was reported. Additional information was received. It was reported that the catheter was delivered wet. There was no physical damage to the outer box or packaging. The device was secured properly in the tray. There was no damage to the device due to any part of the packaging being damaged. Device evaluation details: the product was returned to biosense webster, inc. (Bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual inspection was performed, and the device was observed in normal conditions. The packaging was not returned for investigation; however, the customer provided a picture where the device packaging was observed with some liquid on it. A device history record evaluation was performed for lot 00002451, and no internal actions related to the complaint were found during the review. The wet out of packaging condition described by the customer was confirmed based on the photo received. According to the provided picture, this issue could be related to the migration of silicone from the hemostasis valve to the packaging that is accidentally migrating to the film section of the pouch due to the quantity applied. An internal corrective action has been opened to further investigate the issue in relation to liquid inside the vizigo¿ pouch. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).